Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 520 (mg/dl) and low ketones for the past 4 weeks. Customer changed supplies, administered boluses, and administered syringe boluses to treat bg levels. System check with tandem technical support on 06/20/2016 indicated pump was performing as intended. Cartridges use humalog insulin and are reportedly changed every 3 days. Customer was reminded that humalog is indicated for use of up to 48 hours. Customer changed infusion site while on the phone with tandem technical support, and indicated that they would contact their health care provider to discuss diabetes management.